Event description:
Customer reported a malfunction on their pump while updating it. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.